Event description:
It was reported that during an embolization procedure, the coil unintentionally detached from the pusher in the vessel. The physician was able to pull the coil back into the microcatheter using negative pressure with a syringe and the coil retrieved and removed from patient along with the catheter. There was no report of harm or injury to the patient.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was discarded and not available for return to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.